Event description:
It was reported that the patient never had therapeutic effect. Since implant she had tried all four programs and has had no benefit and, per caller, was possibly worse off. She was currently on program 3 at 1.9 volts. She would like her ins (stimulator) reprogrammed. She had notified her physician of her lack of benefit and the doctor said nothing. Additional information reported by healthcare provider that there was not a fifty percent or greater symptom reduction and the cause of the event was not determined. It was unknown if device related. Reprogramming as needed on (B)(6) 2014. The patient experienced a loss of therapeutic effect and a loss of stimulation and both was reported as sudden. It was reported that the patient recovered without permanent impairment. Additional information has been requested but was not available as of the date of this report. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
Concomitant: product ID 3889-33, lot# va0llsh, implanted: 2014-(B)(6),product type lead. Product ID neu_ptm_prog, product type programmer, patient. (B)(4).